Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, in any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: stenosis requiring intervention. Onset of adverse event: approximately 6 months post procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent stenting of the pre-dilated proximal right coronary artery (rca) with a xience v stent. On (B) (6) 2010, the patient experienced angina at rest. The patient was hospitalized on (B) (6) 2010. Diagnostic coronary angiography was performed - results were not reported. Treatment was reported as percutaneous coronary intervention [stenosis] to the rca on (B) (6) 2010. There is no additional information available.